Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25185. It was reported after the patient's permanent procedure she was not receiving stimulation due to auto-reducing. Diagnostic identified high impedances. X-rays revealed no anomalies. The physician decided to revise the ipg site. During the revision, the lead tails were disconnected and wiped off and then reinserted into the ipg. Intra-op and post-op testing showed normal impedances. Effective coverage and stimulation was obtained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.